Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection revealed markings on the exterior surface of the bladder that were observed near the rupture line; however, the cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had the bladder rupture during filling. The drug being filled was not specified. There was no patient involvement. No additional information is available.